Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Lot numbers and serial numbers: lot number: 9655853 . Serial number: (B)(4). Device manufacture date: november 04, 2021. Expiration date: october 31, 2025. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot number: 9656657 serial number: (B)(4). Device manufacture date: november 11, 2021. Expiration date: november 09, 2025. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Explantation date: (B)(6) 2022. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 32-year-old female patient underwent a primary breast augmentation with a 275cc mentor smooth round moderate plus profile saline breast prosthesis and experienced a deflation on the left side post-operatively. As a result, the patient is to undergo explantation on (B)(6) 2022. Two device serial numbers ((B)(4)) were reported, however, it is unknown which serial number belongs to the left side. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On december 21, 2022, mentor received additional information regarding the impacted device and device date of explantation. The impacted devices was determined to be the 275cc mentor smooth round moderate plus profile saline breast prosthesis with serial number (B)(6). The device information has been updated in section d of this report. It was also reported that the patient underwent device explantation on (B)(6) 2022. Section d6b. Has been updated to reflect this new information. Manufacturer¿s reference number: (B)(4).